Event description:
Sedated patient woke up during scan and sat up, removing oral airway. Staff attended to situation. Iradimed MRI pump blinking red and reading "patient occlusion"- patient unable to receive sedation during error. Aa [anesthesia assistant] reinduced patient on MRI table. New MRI pump obtained, as pump that had been using continued to read patient occlusion despite patent IV and no noted kinks in tubing. Remainder of scan completed. For entire duration of scan, camera monitors with view of pump and patient, as well as vital sign monitoring, visible to staff. Biomed followed up, device had not been set aside after incident and was mixed back into MRI pump fleet so could not be tested. However, all pumps will be tested this month [redacted] as they are due for preventative maintenance.